Event description:
Customer left an anonymous (B)(4) review sharing their experience. They stated that they were wearing the cup for 8 hours then went to remove the cup. They believed the cup was suctioned to their cervix and immovable. They tried wiggling the cup and laying down and relaxing, but did not have success removing their cup. They ended up going to the emergency room to have the cup removed the next day. Saalt reached out to customer to ask customer to reach out to us directly, but we did not get a customer response. Saalt sent a follow up on 5/20/2020 and did not get a customer response. Saalt sent a final follow up on 6/12/2020 and we did not receive a response. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."